Event description:
It was reported to philips that system was unable to boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. The philips field service engineer (fse) examined the system on-site and confirmed the reported problem. After reviewing the log, fse found pdu fan tray have malfunction. Upon troubleshooting, fse found no power output from pdu fan tray module. To resolve the issue, fse replaced the fan tray assembly and return the part for further analysis, and it found power supply was found to be defective. Philips also implanted the correction. After replacing the fan tray assembly, the system returned to use in good working order. The codes were updated based on the investigation outcome.